Manufacturer narrative:
Date of event: (B)(6) 2021 was used since procedure date was not provided.

Event description:
It was reported that balloon removal difficulties were encountered. A 2.50 x 28 synergy drug-eluting stent was advanced for treatment. The stent delivery balloon was inflated for 30 seconds and deflated. The balloon was noted to be sticking to the stent after inflation. The stent delivery balloon was inflated a second time for 30 seconds and the balloon was sticking to the stent after inflation. The stent delivery balloon was removed by slow multiple tugs. The procedure was completed with another of same device. No patient complications were reported.